Event description:
It was reported that the lid locking mechanism was broken. There was no patient involvement.No further information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign - Event occurred in Poland.Review of the most recent checklist determined the lid locking mechanism and handpiece guide were broken.Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends.A definitive root cause cannot be determined.If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.